Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site requiring treatment with oral antibiotics prescribed (B)(6) 2014 secondary to a procedure on (B)(6) 2014 to excise excess skin subsequent to skin overgrowth on the abutment. The implanted device remains.